Event description:
It was reported that the ventilator did not hold the peep settings while it was connected to a patient. There was no patient harm. (B)(4).

Manufacturer narrative:
Further information has been sought. A supplemental medwatch will be submitted when the investigation is completed.